Event description:
Rn starting IV in right antecubital with a 20 gauge insyte autoguard. After retracting the metal needle into the safety barrel, and trying to advance the catheter, she notice something sticking out of the pink luer-lock end. After pulling the metal part out of the catheter, it was the internal metal end of the catheter that had become detached from the needle. She removed the whole device from the patient. FDA safety report ID # (B)(4).